Manufacturer narrative:
The insulin pump was returned with motor error alarm during the rewind due to a corroded motor home switch. Unable to perform displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to motor error alarms.

Event description:
It was stated that the customer was hospitalized for high blood glucose and that there was a motor error alarm. Troubleshooting was performed and the insulin pump could not rewind. Advised that the insulin pump would be replaced. Nothing further was reported.